Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. The following information was provided by the initial reporter: " we have been encountering an issue for a few days on bd sars cov2 tests."

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported that they are receiving n1 false positive on bd-sars-cov-2 assay on a side. Database an run file was provided. Application specialist provided procedure for decontamination. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample review consisted of database and run file review. Review of the database and run files shows that the lanes in which the false positive occur, has raw curves that shows true, weak, late amplification. The amplification does not show any instrument issue, but alludes to contamination or nonspecific reaction. Root cause cannot be determined with the information provided. Complaint is unconfirmed by review of log file and database. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. The following information was provided by the initial reporter: '' we have been encountering an issue for a few days on bd sars cov2 tests."